Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Two photographs were provided for further evaluation. The photographs were visually evaluated, and it was observed on the arterial line the tube was broken off from the pod. The reported defect is not confirmed to have happened in the manufacturing process. The detachment of the used sample observed did not originate from the manufacturing process. Therefore, no root cause could be determined at this time. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number 400616105. The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: end user reports issues with the line separating by the arterial side of the blood pump rotor section. No injury reported.